Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui)printed circuit board (pcb), and backlight inverter pcbs, which resolved the reported issue. The ventilator passed testing and calibrations per service manual.(B)(4)

Event description:
Covidien received information of an 840 ventilator with an erratic display. The ventilator was not being used on a patient at the time of the event.